Manufacturer narrative:
Patient information unknown. This report is for one (1) unknown mono/polyaxial screws: matrix (04.623.xxx (xxx is unknown))/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Complainant part is not expected to be returned to manufacturer. Contact address and telephone number is unavailable. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on unknown date, the primary surgery was performed by using the matrix5.5 system. On (B)(6) 2018, due to a nonunion, the revision surgery was performed where all the implants were replaced with new ones. The revision surgery was successfully completed, and there was no adverse consequence to the patient. No further information has been provided by the hospital. This report is for one (1) unknown mono/polyaxial screws: matrix (04.623.xxx (xxx is unknown)). This is report 1 of 1 for (B)(4).